Event description:
The hydro st fractured and left a tip in the pt. Although additional information has been requested, no additional information has been provided by the reporter.

Manufacturer narrative:
(B)(4). Product was returned in a used and damaged condition. This device is purchased from a vendor. An exam of the returned wire confirms wire separation and elongation. From the returned device it is not possible however to determine if a piece of the wire or just the polymer jacket. The returned segment is a piece of the jacket. Due to the small diameter of the wire even under magnification (7x), it was not possible to determine if the separation had been caused by tensile forces during withdrawal or if the device had possibly been damaged due to contact with a sharp instrument such as the needle bevel. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. There is insufficient information to assign a root cause for this complaint. We will continue to monitor for similar complaints. There is insufficient risk per quality engineering risk assessment to warrant risk reduction activities.